Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord was causing the handpiece to run in reverse when the forward trigger was depressed. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, the engineer found non-stryker components on both ends of the cable and determined the cable was incorrectly rewired during the non-stryker repair. The device was discarded by the manufacturer.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord was causing the handpiece to run in reverse when the forward trigger was depressed. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.